Manufacturer narrative:
Complaint number: (B)(4). Received 1 pc 450082/17l03u for evaluation. The actual sample was not received. No customer pictures were received. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint and sample to our supplier for their investigation and comments. A check of production records of the concerned material/batch shows no documentation indicating a deviation. Customer and retain samples were visually inspected; no defects were observed in the safety lock parts for any of the checked samples. Functional testing was performed. Move force, pull force between stopper + safety protector and hub + safety protector (after lock) and return force (after lock) were all measured; all results were within specification. Samples were functionally tested by penetrating an artificial arm, simulating blood collection and then activating the safety mechanisms. No abnormalities such as safety mechanism releasing or device twisting back on itself were observed. Tested samples were found to work properly, lock with audible click and needles were fully retracted. The complaint cannot be confirmed. Further comments: please review the instructions for use. Do not use if product has sustained any transport damages. Engage the safety mechanism with activation as described in the IFU. Do not forcefully release or re-activate the safety mechanism after it has been activated. Do not attempt to tamper with the safety mechanism after activation. Promptly dispose of the vacuette safety blood collection/infusion set in an approved disposal container in accordance with the procedures of your facility. Refer the customer to the IFU.

Event description:
Customer advised that when phlebotomist used the device it would twist back onto itself requiring the phlebotomist to anchor the device while terminating the venipuncture and removing the needle from the patient's arm. Customer stated that upon terminating the venipuncture and activating the safety mechanism, the needle did not fully retract as designed. Customer confirmed a needle related blood exposure occurred but there was no injury or medical intervention required. Customer added that the needle not retracting as design has happened with other phlebotomists but could not advise number of occurrences. Customer confirmed they have had only the identified lot number in use.